Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection and visual inspection on clogged needle at the assembly in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material # 305763, lot # 1118936. It was reported by customer that the pressure that needs to be used is too excessive and will cause injury to the dr. Verbatim: rcc received a complaint via email. Please follow up with xxx at xxx (ext: (B)(6) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2024. Hospital: (B)(6). Product: needle safe 22g x 1.5 305763. Vmid: (B)(4). Lot number: 1118936. Product expiry date: 30-apr-2026. Number of defective product(s): 1. Is sample available: yes. Concern description: 23g needle is not suitable for breast aspirations. The pressure that needs to be used is too excessive and will cause injury to the dr. 21g is too small for the aspirate. Thank you in advance for your follow-up on this product concern.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 22x1-1/2 rb needle was clogged / blocked it was reported by customer that the pressure that needs to be used is too excessive and will cause injury to the dr. Verbatim: rcc received a complaint via email. Email(s) attached. Please follow up with xxx at xxx (ext: (B)(6) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Date of incident: 22-apr-2024 hospital: (B)(6). Department: breast health clinic. Product: needle safe 22g x 1.5 305763 vmid: (B)(4). Lot number: 1118936 product expiry date: 30-apr-2026 number of defective product(s): 1 is sample available: yes concern description: 23g needle is not suitable for breast aspirations. The pressure that needs to be used is too excessive and will cause injury to the dr. 21g is too small for the aspirate. Thank you in advance for your follow-up on this product concern.